Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of dissection, as listed in the multi-link 8 coronary stent systems instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020, a percutaneous coronary intervention was performed on the distal right coronary artery (rca), de novo, 90% stenosed lesion. A 3.5x15mm multi-link stent was successfully implanted in the distal rca. Following, a dissection was observed, treated with a non-abbott, rebel stent. The dissection resolved and 0% residual stenosis was observed post-procedure. Reportedly, there was no device malfunction. No additional information was provided regarding this issue.